Event description:
The hemodraw arterial closed blood sampling kit with logical pressure monitoring system is a closed blood sampling system designed to allow easy and safe withdrawal of blood samples from an arterial invasive pressure monitoring line. The hosp is reporting a usability issue that when used incorrectly can result in air in the system that is difficult to remove. In this incident the hosp noted that the pt experienced discoloration of the distal extremities that it has related to use of product. The hosp did not specify if this was a cyanosis or hematoma. The hosp did not report any permanent injury as a result of this incident.

Manufacturer narrative:
Eval summary: no product sample was returned to smiths medical for investigation and no lot number was reported. Without a lot number, we are unable to review mfg records to further investigate the issue. Based on the info provided, we are unable to determine a root cause for the reported event at this time. The following actions have been undertaken to improve usability and enhance product performance. Several changes have been made to the short tube. (B)(4). However, this was "qualified" as with the other material and dimensional changes as part of the product performance. The IFU was updated; warnings regarding draw and infusion rates that should not exceed 0.5 ml per second were added to help avoid blood being withdrawn too quickly (which could create a vacuum which poses a potential risk of gas coming out of the fluid/blood). Further warnings related to catheter size were added: "for certain pts or equipment setups, degassing may occur at much lower draw rates depending on pt and system factors. Decreasing the diameter of the catheter, increasing the length of the catheter or pressure monitoring line and increasing the draw speed will all increase the probability of degassing and bubble formation. Do not give fluid or blood back to the pt, if bubbles are visible in the system."